Event description:
Pt received treatment at hosp for hyperglycemia. Hosp personnel believes pt's body fat is extremely low and may not be sufficient for proper absorption. Pump passed inspection tests.